Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had error message for loose contact when used with the endoeye. The monitor screen turned black for a few seconds. There was no more visibility of the operation field. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation and because the device was not returned, a definitive root cause for the event reported could not be determined. Olympus will continue to monitor field performance for this device.